Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: pxc181200/04473414. (B)(6). Concomitant products: patient medications: pravastatin, allopurinol, aspirin, hydralazine, and levothyroxine. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2006, the patient was being implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient was admitted to the hospital due to abdominal pains on (B)(6) 2016. Computed tomography (CT) images revealed the gore excluder aaa endoprostheses had migrated into the aneurysm sac and the aneurysm sac was expanding (amount unknown). On (B)(6) 2016, the physician chose to explant the devices. The physician explanted the two gore excluder aaa endoprostheses (discarded at facility) and surgically repaired the vasculature. The patient tolerated the procedure.